Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up this device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity, as well as, low pacing impedance measurements. Device replacement was recommended and subsequently scheduled for next month, at which time the right ventricular lead integrity will also be examined. No resulting adverse effects. Subsequently, the device was explanted and returned for analysis. No further information was received regarding the right ventricular lead.

Event description:
Field information was received that during the replacement of the associated device, insulation damage of the lead was confirmed and the product surgically abandoned. A new ventricular lead was placed with no resulting adverse effects.